Event description:
It was reported to boston scientific corporation that a precision speedtac transvaginal anchor system was used during a transvaginal sling with biologic graft procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the suture anchor broke off. No part of the device was left inside the patient. The procedure was completed with another precision speedtac. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.